Event description:
Covidien received a report from a clinical engineer of a n-395 with no audio found during preventive maintenance. Engineer isolated the problem to the speaker. No pt was involved.

Manufacturer narrative:
The customer is to order a speaker and declined to return product to covidien for investigation.